Event description:
It was reported a patient underwent an unknown laparoscopic procedure on an unknown date in 2022 and topical skin adhesive was used. The patient developed skin reaction. It was a delayed reaction about 7-10 days post-op. It started local but spread systemically. Patient treated with topical only and benadryl. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: did the patient experience a post-op device malfunction? Unknown, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent. Please specify/clarify what is meant by ¿spread systemically¿. Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction. Name of surgery? What was the procedure date? What date /day post op was the reaction noted? Was topical steroid/benadryl prescription strength? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.